Manufacturer narrative:
(B)(4). Batch # r92l0a. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to a gen11 and the device was found to be functional and worked as intended. There were no anomalies noted with the functionality of the device. There were also no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure, that the device kept giving errors on the generator. Followed the steps given by the generator with no change. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.